Event description:
It was reported that there was error e46440. There was no reported patient involvement.

Manufacturer narrative:
Received one device. Could not duplicate the complaint. Per the event log, error code 46440 do show in the event log. Performed the downstream occlusion sensor (dso) pressure test and cassette test, again, could not duplicate the complaint. Unit passed performance verification tests (pvt) and all other testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.